Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seromas and chronic infections are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: fear of alcl, seromas, and chronic infections.

Event description:
Patient reported a left side "anaplasia and a large growth on the implant underneath the arm." Patient representative reported "plaintiff underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain, scarring and disfigurement. Plaintiff experienced lumps in armpit, breast swelling and pain, redness or rash, chronic infections, and ductal hyperplasia. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress and anxiety, as well as loss of quality of life and depression; and other physical and emotional manifestations that are severe and ongoing. Plaintiff has not been diagnosed with bia-alcl." Device has been explanted.